Manufacturer narrative:
Dentsply sirona became aware of a malfunction that occurred while using the astra tech implant system. This report is for the implant driver. The dental implant device report will be submitted separately. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that the implant driver did separate from the implant which led to the abortion of a surgery.